Event description:
The device was returned to the manufacturer after being explanted post mortem. Follow up was conducted and the patient was reported deceased in a manner not related to the device. The device subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: product ID# (B)(4). The device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. Concomitant medical products: product ID: 5076-52, implanted: (B)(6) 2006. Product ID: 4092-58, implanted: (B)(6) 2006. (B)(4).